Manufacturer narrative:
Initial report sent: 04/10/2008.

Event description:
Procedure type: lap gastric bypass. According to the reporter: during the procedure a liver biopsy and cholecystectomy were also performed. However, the lap surgery was converted to open due to difficulty identifying mesocolic fat from adherent omental fat to came a retrocolic window to advance the roux limb (antegastric). No staple line reinforcement used. No intra-op complications, and no leak (bubble test) were reported. During a post operative visit (in 2007) a stricture and ulcer were observed and patient was dilated the next day.